Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: how was the device removed from the tissue?

Event description:
It was reported that during a colon procedure, the device was jammed. It was impossible to reopen the jaws. The tissues were thick and the cartridge was adapted (green cartridge). Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Tracking (B)(4) date sent: 4/25/2016 d4, 10; g4; h 2, 3, 4, 6: added additional information batch # m55453 the ec60a device was received for analysis with no visual non-conformances and with a gst60g cartridge loaded on the device. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened as intended.

Manufacturer narrative:
(B)(4). Date sent: 1/25/2024. This report is being submitted per the request of FDA to correct sequential numbering for the MDR follow up report originally submitted. This is follow up report #1. G6. Follow up number.